Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Analysis found noise on both atrial and ventricular electrograms. After downloading the pulse generator product code, noise was still noted on both channels. The hybrid was removed and sent for analysis. The analysis report was returned, and the result indicated that after an integrated circuit was replaced, normal function ensued.